Event description:
It was reported that three days post-operatively, the ventricular lead exhibited high thresholds and no unipolar capture. Lead perforation was determined. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.